Event description:
A pt went into cardiac arrest, needed defibrillation, and was hooked up to the defibrillator but the machine didn't discharge due to a faulty cable. Pt presented to the emergency department with complaint of difficulty breathing. They were hooked up to a heart monitor and a device for measuring blood pressure and pulse. Within 10 minutes, pt became bradycardic and then went into ventricular fibrillation. CPR (cardiopulmonary resuscitation) was begun. Pt was hooked up to defibrillator for shocking at 200 joules; unable to shock. While CPR continued, defibrillator, cable and pads changed with subsequent successful shocking. Pt did not survive resuscitation and expired.